Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that limited details related to a 5mm x 37mm embotrap iii revascularization device (et309537 / 22f115av) that was used during a thrombectomy procedure in the 82-year-old female stroke patient. It was reported that the embotrap iii device would not advance through the concomitant phenom¿ 21 microcatheter (medtronic). The physician wanted to send the device back for analysis. The procedure was not delayed. The product was removed and set off to the side; a new device and a new microcatheter were used and the procedure successfully completed. On 03-nov-2022, additional information was received. The information indicated that the procedure was a stroke case on 26-oct-2022. It was not known if the embotrap device appeared damage when it was removed from the patient. Continuous flush was maintained through the phenom 21 microcatheter. On 07-nov-2022, additional information was received. The information indicated that the procedure was targeting a right m1 stroke. The procedure was completed using a trevo® nxt stent retriever (stryker) and a phenom¿ 27 microcatheter (medtronic); the clot was removed for a good result. The complaint device was received on 10-nov-2022 for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned embotrap device showed no evidence of damage or deformation present on the returned device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds fully intact and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch tube, confirming that the profile of the returned device conformed to the specification for compatibility with 0.02-inch microcatheters. Device insertion and delivery assessments were performed using the returned embotrap device and a sample phenom 21 microcatheter. The device was successfully delivered through the hub of the microcatheter to the distal tip of the microcatheter. The complaint event was not confirmed using the returned embotrap device and a sample phenom 21 microcatheter. Recreation of failure to deliver an embotrap device through the hub of a phenom 21 microcatheter was achieved through delivery assessments with a sample embotrap and sample phenom 21 microcatheter. The sample embotrap device was attempted to be delivered in a sample phenom 21 microcatheter with the insertion tool of the embotrap device seated at increasing distances from the microcatheter lumen. The sample embotrap device failed to deliver when the insertion tool was seated 12mm from the microcatheter lumen. A review of the manufacturing documentation associated with this lot (22f115av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Investigation conclusion: the returned embotrap device shows no evidence of damage or deformation. Visual inspection of the microcatheter used during the complaint event could not be carried out as this was not returned for investigation. The complaint event could not be confirmed, with the returned embotrap device successfully delivering through a sample phenom 21 microcatheter. The root cause of the complaint could not be ascertained; a possible cause of failure to deliver is failing to fully seat the insertion tool of the embotrap device when introducing the device into the microcatheter lumen. As demonstrated, poor seating of the insertion tool can lead to failure of the device to deliver in the microcatheter hub. Two possible causes of the insertion tool not being seated fully are: the insertion tool was not fully seated initially (i.e. Not seated as close to the microcatheter lumen as possible (3mm)). The insertion tool was not secured in place using the rhv, allowing movement of the insertion tool during delivery of the embotrap device. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter phone was not reported / available. The product analysis lab received the returned complaint device on (B)(6) 2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the manufacturing documentation associated with this lot (22f115av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that limited details related to a 5mm x 37mm embotrap iii revascularization device (et309537 / 22f115av) that was used during a thrombectomy procedure in the 82-year-old female stroke patient. It was reported that the embotrap iii device would not advance through the concomitant phenom¿ 21 microcatheter (medtronic). The physician wanted to send the device back for analysis. The procedure was not delayed. The product was removed and set off to the side; a new device and a new microcatheter were used and the procedure successfully completed. On 03-nov-2022, additional information was received. The information indicated that the procedure was a stroke case on (B)(6) 2022. It was not known if the embotrap device appeared damage when it was removed from the patient. Continuous flush was maintained through the phenom 21 microcatheter. On 07-nov-2022, additional information was received. The information indicated that the procedure was targeting a right m1 stroke. The procedure was completed using a trevo® nxt stent retriever (stryker) and a phenom¿ 27 microcatheter (medtronic); the clot was removed for a good result.